Event description:
An alarm issue was reported with the adc device in use with an iphone 14 pro phone with ios operating system version 16.4.1. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced symptoms of hypoglycemia, a loss of consciousness, and seizure. As a result, the customer received unspecified treatment from a third party. The customer declined to provide any further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarm notifications with the freestyle librelink application. Successfully received high and low glucose alarm notifications using a similar configuration, and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 pro phone with ios operating system version 16.4.1. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced symptoms of hypoglycemia, a loss of consciousness, and seizure. As a result, the customer received unspecified treatment from a third party. The customer declined to provide any further information. There was no report of death or permanent impairment associated with this event.